Event description:
It was reported that the patient was experiencing increased pain due to stimulation. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively. The device remained implanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 5019930.